Event description:
Seven month old male with medical history of tetrology of fallot and digeorge syndrome underwent right ventricle outflow tract procedure using a 13mm aortic homograft and ventricular septal defect closure on 12/21/1992. On 04/07/1997, pt had valve explanted and replaced with a 19mm american red cross homograft due to large gradient and obstruction. Operative report notes valve was calcified and leaflets were totally absent.